Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went to the hospital after receiving a shock. Interrogation of the s-ICD revealed several non-sustained episodes and one treated episode recorded due to noise oversensing. The patient reported that he was standing and talking with his team at his workplace when the inappropriate shock was delivered. Data and the x-rays taken at implant were sent to boston scientific technical services (ts) for review. No adverse patient effects were reported. A ts consultant confirmed that there is non-cardiac noise causing the inappropriate episodes. No noise was observed in the stored acquired electrograms last recorded. It was also noted that the electrode was looped and there is a kink in the body close to the s-ICD. Additional troubleshooting was discussed as well as a request for recent x-ray images to review the system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the s-ICD sensing vector was changed from secondary to primary. Since this occurred, no further episodes have been observed. No revisions were performed and the s-ICD remains implanted and in service. No adverse patient effects were reported.